Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 5087187/5080988.

Event description:
It was reported that the patient experienced pain and discomfort at the implant location. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned.